Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter had displayed inaccurate erratic results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged product issue began on the (B)(6) 2016, at 03:00pm. The patient reported that he obtained alleged blood glucose readings of "400 and 140 mg/dl" on the subject device preformed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs' criteria for precision. The patient manages his diabetes with insulin (self-adjuster) and stated that he took an additional "3 units of novorapid" as a result of the alleged product issue. The patient denied that he developed any symptoms and no medical intervention was reported. No other device was used to obtain a blood glucose result. At the time of troubleshooting the csr noted that the patient used the correct testing steps, obtained the results from an approved sample site and the meter was set to the correct unit of measure. The test strips were stored correctly and not expired and the test strip vial was neither cracked nor broken. The patient did not have control solution to conduct a test. Replacement products were sent to the patient and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious diabetic excursion, nor did they receive any medical intervention. However,this complaint is being reported, based on statistical methodology the calculated difference of these glucose results does not meet lfs' criteria for precision,therefore the device malfunctioned.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.